Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that since starting on the pump, multiple occlusion alarms have occurred. The customer's blood glucose (bg) level was reported to have elevated up to 300mg/dl. The customer took a correction boluses via the pump and changed out supplies. As tandem technical support was not contacted at the time of the reported issues and the customer had changed all supplies, troubleshooting to determine a possible cause of the occlusion was unable to be performed.